Manufacturer narrative:
The insulin pump was received with constant motor error alarms during rewind due to corroded motor home switch. Displacement test, basic occlusion test, prime test, occlusion test and excessive no delivery test were not performed due to corroded motor home switch. Minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, and scratches on reservoir tube window.

Event description:
Customer reported the insulin pump alarmed motor error. Customer's blood glucose was 327 mg/dl, treated with manual injection. The motor was moving forward instead of rewinding when the alarm occurred. Customer does not recall any previous significant event that may have caused the device to alarm. The device was not exposed to MRI. Customer does not use the sensor feature. Customer was able to complete the rewind process. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.